Manufacturer narrative:
Acist angiographic injection system, model cvi, was received at acist on october 25, 2018. Investigation is in process. Additional information has been requested from the user facility. Upon completion of the investigation, acist will submit a follow-up report to FDA.

Event description:
User facility reported: during a coronary angiography, an air embolus was noted on the last injection of contrast into the patient. Patient condition was not provided.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on (B)(6) 2018. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injection system. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Acist requested from the user facility the cvi consumable kits used during the event and a copy of the cineangiogram. The consumable kits, consumable kit lot numbers, and the cine-angiogram were not provided, therefore, these items could not be evaluated. Based on testing and evaluation of this injection system, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is considered closed.